Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation came off of the device and fell into the patient cavity. The material was retrieved and there was no patient injury. The site was unable to provide additional information on the incident including the date and type of surgery.